Manufacturer narrative:
The viabahn devices remain implanted. The viabahn device implanted most distally and closest to the reported marker was the 6x15 viabahn (lot 6960486; catalog vbh061502). A review of the manufacturing records was conducted. The review of the manufacturing records verified that the lot was processed normally and all pre-release specifications were met. The films taken during the implant procedure were reviewed. The review of the available images did not confirm post-implant device occlusion. A radiopaque marker (type unk) at the level of the right anterior tibial artery was evident on films. Contrast appeared to flow to the level of the marker and distal to it.

Event description:
Within eight days of implantation of three viabahn devices (6x15, 6x10, 6x5) for treatment of sfa occlusive disease, the patient returned to the ir suite with a return of symptoms to the right leg. An angiogram was performed and revealed thrombus up to the profunda in right leg. The vessel was treated with power pulse angiojet and tpa infusion to treat the lower limb residual thrombus. The physician noticed a small radiopaque marker in the anterior tibial artery at the run off. The marker was left in place.